Event description:
It was reported that the pt underwent vaginal repair for utero-vaginal prolapse along with tvh in 2001. Pt subsequently developed vaginal discharge and required removal of absorbable suture from the site with at least one removal done in the or under general anesthesia.